Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was returned for failure analysis, and the reported issue was not confirmed nor replicated. Visual inspection of the e-200 revealed no issues related to the reported event. The unit was installed onto a known, good system and powered on without any issues. It successfully passed system drive testing. Further investigation was performed, during which the unit underwent functional station testing and passed. The complaint was not confirmed based on failure analysis. The probable root cause could be attributed to errors caused by activation issues due to a faulty instrument, cable or generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the ie-200 and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, an operating room (or) staff reported low output from the monopolar energy, despite having it set to 8, which usually produced a stronger effect. Prior to calling in, the customer had already replaced the instrument, the energy cord, changed the ports, and power cycled the e-200, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended replacing the grounding pad, which the caller planned to do after the call. No errors were found in the logs. The procedure was completing as planned with no report of patient injury.